Event description:
Lead management case to remove a non functional lead. Both leads were prepped with an lld ez and lasing began on the rv lead (5024m) with a 14fr glidelight, upon encountering scarring at the svc/ra junction, the glidelight was unable to cross the lesion, so the physician removed the sheath and began lasing on the ra lead (1018), the lead came free before reaching the atrial space and a notable amount of tissue was fixated to the tip of the lead. The rest of the procedure was abandoned due to patient¿s status decline; a pericardiocentesis was performed while preparations were made for a sternotomy. Upon examination, during the sternotomy an injury at the ra tip was discovered and repaired, the patient survived intervention.